Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 487 mg/dl and current blood glucose 186 mg/dl. The customer's blood glucose was manual injection. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Troubleshooting was performed for high blood glucose. Auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.